Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID not provided/unknown. Patient weight not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot numbers not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw fractured in the implant. Removal tools were requested to remove the fractured piece. Tooth site 14.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 4119. H6: results code was updated to 3221. H6: conclusions code was updated to 4310. The reported device was not received for evaluation. The reported condition of a fractured screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no product and no lot number provided.